Event description:
The MFR received information alleging a ventilator stopped delivering flow and the pt was manually ventilated. There was no serious harm or injury reported. The MFR is currently investigating this issue. A follow-up report will be submitted when the MFR's investigation is complete.